Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) diverted therapy and electrogram (egm) review was requested to determine why. Appropriate sensing and detection was observed at onset. The rhythm met detection in the ventricular fibrillation (vf) zone where quick convert anti-tachycardia pacing (atp) was delivered but unsuccessful. Subsequently, two 41j shocks were delivered and were unsuccessful. At this point, the signal amplitude became small and there was intermittent ventricular undersensing, which caused the third charge to divert. The rhythm was detected once more, and a third and fourth 41j shock were delivered. The fourth 41j shock converted the rhythm, and the delivered shock impedance was 30-31 ohms. Technical services (ts) discussed troubleshooting options and programming considerations. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.